Event description:
A nurse reported a case of an incomplete flap generation during a lasik procedure. Reporter indicated surgeon was unable to lift the flap, therefore, the procedure was aborted and the pt will return at a later date for a photo refractive keratectomy (prk) treatment. Upon follow up, the reported indicated during flap generation a "bubble" came through the surface of the flap, and stromal haze was noted after attempts were made to lift the flap.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).